Manufacturer narrative:
H10: the actual device was not available; however, one (1) companion sample was received for evaluation. Visual inspection with naked eye was performed on the companion sample with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This was observed on unspecified dates over the past 3-4 months. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had green patient line caps that ¿were barely hanging on and would fall off easily¿. This was observed when the devices were in the packaging or during setup. There was no patient injury or medical intervention associated with this event. No additional information is available.